Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed on this device. The reported problem of "not function" was identified during review of the event history log as a failure code f94. The cause of the reported problem was identified as an inoperative main battery. The main battery was replaced to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump did not function. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.